Event description:
On (B)(6) 2022, the patient complained of pain and it was uncontrollable. On (B)(6) 2022, the patient underwent an emergency endovascular treatment for a subacute type b aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag acs). Two ctag acs (proximal tgm343415j and distal tgmr312610j) were successfully implanted. The patient tolerated the procedure. On an unknown date, the patient developed a retrograde type a aortic dissection (rtad) and was emergently transported to another hospital as it could not be treated at the reporting hospital. An emergency open surgery was performed. The patient¿s outcome was unknown. The reporting physician commented as follows: an examination before the initial procedure showed dissection-like findings in the ascending aorta. Pre-existing dissection possibly affected the rtad after the procedure.

Manufacturer narrative:
Medical device was not returned to gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Type of investigation: added code b14 - production history. A review of manufacturing records for this device verified the lot met all pre-release specifications. H.6. Investigations conclusions: added code d12 - known inherent risk of device: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: vascular trauma and dissection. H.6. Investigation findings: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15.